Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
A report was received from health canada's canada vigilance program which states, "at 22:37pm by order using rover scanner started potassium chloride 20 meq in 50 ml sterile water IV intermittent infusion over 2 hours via IV pump after verification of order by pharmacy. Nurse proceeded to initiate the medication administration. Around 22:41pm. Nurse realized that the administration detail in small text in epic states it should be given by central line and stopped the infusion immediately. Pharmacy realized this at the same time and notified the physician about this medication is required to be administered via central line. Approximately 2 ml had been infused which consisted of sw that was required to prime the line. The physician was notified immediately and discontinued the medication". There was patient involvement, but no harm. Additional information was received by the customer on 13feb2026. Customer confirms the administration of medication was correct, however the "concentration was the issue".

Manufacturer narrative:
Correction: this medical device report (MDR) was submitted in error. Upon further review and completion of the customer follow up, the reported issue was determined the device functioned as expected, and no patient harm or adverse clinical impact occurred. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
A report was received from health canada's canada vigilance program which states, "at 22:37pm by order using rover scanner started potassium chloride 20 meq in 50 ml sterile water IV intermittent infusion over 2 hours via IV pump after verification of order by pharmacy. Nurse proceeded to initiate the medication administration. Around 22:41pm. Nurse realized that the administration detail in small text in epic states it should be given by central line and stopped the infusion immediately. Pharmacy realized this at the same time and notified the physician about this medication is required to be administered via central line. Approximately 2 ml had been infused which consisted of sw that was required to prime the line. The physician was notified immediately and discontinued the medication". There was patient involvement, but no harm. Additional information was received by the customer on 13feb2026. Customer confirms the administration of medication was correct, however the "concentration was the issue". Additional information was received by the customer on 13feb2026. Customer indicated "the concentration of the mixed electrolyte was too high for a peripheral line and should have been infused via a central line'. Ther were no issues with the administration of the medication, the medication was programmed as ordered and delivered by the pump as expected. The clinician needed to attach the medication to the central line and not the peripheral IV line.